Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the ramus coronary artery. The 2.8 x 16 mm graftmaster covered stent was implanted at 15 atmospheres but it was not reported if the perforation was sealed. The device did not cause or contribute to adverse events or complications. No additional information was provided.